Event description:
It was reported that when the device was used during an hemicolectomy procedure, the device does not fire. Opened another device to complete the case. There was no consequence to pt.